Event description:
Customer reported a button error alarm and a battery failed alarm. The blood glucose reading was 200 mg/dl. Customer could not recall any significant events leading to this alarm. She also reported that the sticker on the back of the insulin pump was coming off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm. Insulin unit received with address label peeling, minor scratches on display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and missing reservoir tube o-ring.